Event description:
Information received from the field does not address the patient's clinical status but notes loss of ventricular capture and sensing and >2500 ohms impedance in the bipolar configuration. X-ray did not indicate any problems. The pocket was opened and it was determined that the lead pin was not in the connector header correctly. The lead was reinserted and tightened.